Event description:
It was reported that the patient underwent a sling procedure. Post operatively, the patient experienced a midline mesh exposure. No further information has been provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.